Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge. Multiple cables and wall outlets and pump were used. Subsequently pump shutdown. Blood glucose was 250s mg/dl. Customer reverted to using manual injections for a couple of days. After plugging in to charge pump again, pump was able to be charged. Upon follow up, customer reported no further issues.